Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 588 mg/dl. The customer was treated with pump. The customer blood glucose of the time of admission to the hospital was 460 mg/dl. The customer cause of hospitalization was diabetic ketoacidosis. The customer was treated in the hospital with insulin drips and the put his pump on monday. Customer pump take off for 1 day. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.